Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information was requested, and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current patient status? Answers = rep reported no issues experienced with device. A methylene blue leak test was performed. Staple line not visualized. Seven days post op. Leak identified endoscopically. No noted observations at site of leak and nothing noted about poor staple formation. Patient is ok.

Event description:
It was reported that post-op of a sleeve gastrectomy procedure that the patient developed a leak. Patient was brought back to apply a clip and a stent. Patients¿ status was not provided.